Manufacturer narrative:
Investigation is underway.

Event description:
Additional information received: the autopsy report was received and states "transverse tear (5cm) in ascending aorta, possible aortic dissection, awaiting microscopy."

Manufacturer narrative:
(B)(4). The death is unrelated to the delivery system balloon burst. The investigation is currently underway as the device was returned for evaluation.

Event description:
As reported by a field clinical specialist, a 26mm commander delivery system had a balloon rupture at the end of valve deployment. Another delivery system was opened and post dilation was performed. The final placement was as intended (80:20). No patient complication was reported. The patient was discharged 1 day. The patient expired 1 day post tavr (after discharge) of ¿sudden cardiac arrest¿. The echo the morning of the death stated "the aortic root is normal size when indexed for bsa. The ascending aorta is normal sized for patient's bsa. Estimated aortic valve area by continuity equation is 2.0 cmâ². Trace aortic regurgitation. There is a 26 mm edwards s3 aortic valve in the aortic valve position. It is well seated, with acceptable gradients."

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was returned for evaluation. The delivery system was returned after being used in the procedure. The returned device was visually inspected for any abnormalities and the following was observed: · delivery system returned inserted through full loader assembly, stopcock and cap on guidewire port, locked with fine adjust in packaging position · longitudinal balloon burst confirmed no functional testing was able to be performed due to the condition of the returned device (balloon burst). Balloon (single) wall thickness measurements were taken along both sides of the tear on the inflation balloon to ensure that the wall thickness was within specification. A thin wall could contribute to a balloon burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements met the specification. The 3mensio imagery of the patient showed that the patient had a calcified aortic annulus. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on the returned condition of the device, the complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified on the returned device. Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. Review of case notes and visual inspection reveal that balloon burst is likely due to patient factors (annular calcification). The imagery provided showed the annulus to be heavily calcified, which was also noted in the complaint attachments. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. No visual abnormalities were observed on the returned device, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because the provided imagery shows that the patient had a severely calcified annulus. The complaint for balloon burst was confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient factor (annular calcification) may have contributed to the event. Since the occurrence rate does not exceed the november 2017 control limits for the trend category ¿balloon burst¿, no corrective or preventative action is required. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon rupture was likely due to patient factors (annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.